Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the barcode scanner was not working, so the medstation was rebooted, which caused an entire cubie drawer to fail with a not detected on the bus error. A second reboot was attempted by unplugging the power cord, but both the drawer and the scanner remained non functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer4.1 was not shown on bus and scanner was not functioning. A field service engineer (fse) replaced bad universal serial bus (usb) cable on scanner to resolve the issue. Then the fse reseated row board connection on drawer controller board and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.